Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of lo results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 100-180mg/dl. Verified the strips expire 04/20/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 1:168mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 2:135mg/dl (B)(6) 2015 10:58:00 am fasting:yes. 3:lomg/dl (B)(6) 2015 02:11:00 pm fasting:yes. 4:409mg/dl (B)(6) 2015 02:30:00 pm fasting:yes. 5:lo (B)(6) 2015 02:45:00 pm fasting:yes. Customers concern:lo (B)(6) 2015 2:11pm & lo 09/01/2015 2:45pm. Customer is insulin dependant.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states she feels well and states she does not require medical attention. The customer's expected blood results are 100-180mg/dl. Verified the strips expire 04/20/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: lo (B)(6) 2015 2:11pm & lo (B)(6) 2015 2:45pm. Customer is insulin dependant.